Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 709951) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("excessive vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines/ headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced sciatica ("sciatica"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary tract"), vaginal infection ("infection: vaginal") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2013, bilateral salpingectomy with oopherectomy (one side removal of ovary)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vulvovaginal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea and fatigue had resolved and the sciatica had not resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, sciatica, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Event: sciatica was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 709951) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("excessive vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines/ headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced sciatica ("sciatica"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary tract"), vaginal infection ("infection: vaginal") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2013, bilateral salpingectomy with oopherectomy (one side removal of ovary)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vulvovaginal pain outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea and fatigue had resolved and the sciatica had not resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, sciatica, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 709951) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("excessive vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines/ headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and back pain, abdominal pain ("abdominal pain"), cystitis ("infection: bladder"), urinary tract infection ("infection: urinary tract"), vaginal infection ("infection: vaginal"), vulvovaginal pain ("vaginal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2013, bilateral salpingectomy with oopherectomy (one side removal of ovary)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vulvovaginal pain outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, fatigue and genital haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics, historical medication and concomitant medications added. Essure indication updated and lot number added. New events perforation (fallopian tube(s), abnormal bleeding (menorrhagia), infection : bladder, infection :urinary tract, infection :vaginal, migraines / headaches, nausea, fatigue, apareunia (inability to have sexual intercourse), bladder or urinary changes or problem, vaginal pain, lower abdomen pain, lower back pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("excessive vaginal bleeding"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.